Event description:
Customer received four suspected false negative results on 08-aug-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sns (B)(6)/(B)(6)/(B)(6)/(B)(6), lot 28229e, reader sn (B)(6)). Customer tested positive with an abbott binaxnow rapid antigen test on (B)(6) 2023 and positive with an ihealth rapid antigen test on (B)(6) 2023. Physician prescribed paxlovid on (B)(6) 2023. Customer reports symptoms of congestion and a scratchy throat began on (B)(6) 2023. Wife tested negative for covid-19. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.